Event description:
(B)(4). The day I received essure I had very heavy bleeding and that lasted for about 6 to 8 months. I spent many hours in the ER and different obgyn offices, was given many medications to stop the heavy bleeding that did not work. I had and still have very heavy periods, cramping, passing clots, and breast tenderness. I had multiple tests done to try to find out the cause of the bleeding and no results. I started noticing my hair falling out, acne all over my face, very bad headaches, back pain, a shard stabbing pain in my right side near my pelvic area, intercourse is painful at times, and very heavy period a lot with cramping so bad I can not move. At the time of placement my gyn did not place the left side coil correctly and she had to remove and place a new one, that was incredible painful. I was awake and alert through the whole thing. I was told by my obgyn that essure was safe! I have other health conditions that do not cause these types of side effects. I have svt, born without a spleen, and recently started having kidney stones. I have never had kidney stone until recently in 2013, when I first was told I had 12 at one time and now they are recurring stones.